Event description:
Complainant alleged that during biomed testing the device would not power on and would blow fuses. The complainant indicated that there was no pt involvement in the reported malfunction.